Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single piece lens and the lens tore. The lens was removed with no pt injury, no enlarge incision or sutures.

Manufacturer narrative:
(B) (4). Lens work order search. Results: visual inspection of the returned product found the lens optic and both haptics torn, with a piece of one haptic torn off and missing. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation. (B) (4).